Event description:
Patient was revised to address pain and acetabular loosening. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates there was metallic fretting debris at the morse taper junction with the large head. Additionally, it was noted there was an accumulation of cloudy brownish fluid around the hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.